Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complaint.

Event description:
The safestep has leaked infiltrate and chemo on the pt and the bed just days after placement.